Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the stimulation was too strong and that the patient had to use a catheter. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. A new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the root cause or most likely cause cannot be determined; follow up was conducted with the patient and hcp to obtain the cause of the stimulation being too strong and the catheter use but the root cause was not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received .patient stated that they had interstitial cystitis also called painful urinary infection and they use the catheter and confirmed that this is a pre existing condition. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the stimulation was too strong and noted that they were still wearing diapers. The patient indicated that it was not working and that it had not helped since implant. The patient stated that they went to their healthcare professional (hcp) and they used a catheter and blood flew all over about two months prior to report. The patient noted that the pain was so severe up in the crotch area. The patient then went to the hcp the other day to tell them that they were not using the catheter anymore. The patient noted that when it happens their urine could go back up their kidneys and that could be dangerous. The patient was assisted with decreasing to 0.0 v and it was noted that troubleshooting resolved the issue. The change in therapy/symptoms was sudden and the patient was to follow up with their hcp. No further complications were reported or were expected.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported it felt like the ins was burning them. They stated they felt the burning sensation right around their butthole. They thought it was caused by the ins because it was in the same area they felt the stimulation when they were adjusting it right after implant. They noted the ins had not helped their symptoms and they had to wear a catheter. They stated when they first got it they turned it up too high and for a while they did not use it. They stated they had a lot of bladder infections because their bladder was not emptying. They sated this had caused their kidneys to swell. Prior to calling they had decreased stimulation to 0.0 and asked if that was the lowest it went. They wanted to be shown how to turn stimulation off on the call and successfully turned it off. They were redirected to their healthcare provider to address burning and other symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.